Manufacturer narrative:
While hospitalized, the pt had a suspected myocardial infarction . During the hospitalization, this was subsequently ruled out. The pt rec'd one unit of blood. Her hemoglobin and hematocrit responded to the transition, but once again fell. Two days later, her heptoglobin level was reported to be "13". A microscopic analysis of her blood showed "slight" schistocytes, which decreased to "few" schistocytes on 9 days later. She received a unit of blood , but her hemoglobin and hematocrit once again decreased and she rec'd another unit of blood later on. Her medical record does not indicate that a methemoglobin level was ever measured. A review of the pt's treatment records from both the date of the event and previous treatments demonstrated no change in venous pressure and a slightly less negative arterial pressure at a blood flow rate of 400 ml/min. The clinic does not use the hemametrics critline instrument with inline curvette to measure blood volume. As of 2006, the pt remains hospitalized in a step down unit. She was receiving dialysis in the hosp. Her current diagnosis was "pancreatitis". Her pancreatitic enzymes appeared to be improving slightly. The machine was used on about six other pts with no incident until when it was pulled from service for inspection the last disinfection of the machine prior to the event was performed after the last shift when the machine was disinfected with actril. The actril was allowed to dwell in the machine until monday morning. The central reverse osmosis (ro) is monitored for the absence of chloramines 4 times a day. The chloramines test was negative at 4:30 - 5:00 a.m. Just prior to the pt's treatment. The pt has a history of several episodes of acute pancreatitis, so the dialysis staff initially suspected that the pt's complaints of epigastric pain were symptoms of another episode. When the pt complained of additional sysmptoms the physician was notified. The other pts in the unit experienced her symptoms, and none have occurred since the event. Neither the hosp nor the dialysis unit will release any further info from the pt's chart or dialysis treatment record. A gambro technical services field representative inspected the machine. He verified blood pump rotor occlusion, arterial and venous pressures and automatic disinfection rinsing mode funcitonality. He recalibrated the conductivity and temperature. He was unable to find any problem with the machine and he determined that it was operating within MFR's specifications. The machine has been returned to service with no further incidents.